Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed high waveform interference while the patient was also being monitored by another system. The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact.